Event description:
Patient reported left side capsular contracture baker grade iii/IV, ¿discomfort and pain," ¿deformed¿, ¿sore¿, ¿have knots in it¿, and ¿is pushing into the middle feels like tearing tissue inside." Healthcare professional reported exchange from textured to smooth implants due to the patients concerns with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.